Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial connector portion of the lead measuring 24.5 cm was returned for analysis. External insulation abrasions were noted from 9.9 cm to 10.1 cm and from 17.4 cm to 17.5 cm from the connector pin, consistent with friction against the pulse generator can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.